Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported a scenario which sounds like a double power disconnect. Patient has now changed to a new controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. The log files of the controller in use during the reported event, (B)(4) revealed that the controller had an old firmware version that did not record battery serial numbers. Review of the controller event log file revealed a controller power-up event on (B)(6) 2017 at 02:07:12 with an associated motor start event at 02:07:19. The data point recorded before the loss of power, logged at 01:54:37, revealed that an adapter was connected to power port 1 and a battery with a relative state of charge (rsoc) of 90% was connected to power port 2. The data point after the loss of power, logged at 02:22:12, revealed that a battery with 76% rsoc was connected to power port 1 and a battery with 88% rsoc was connected to power port 2. The maximum time the controller was without power was 12 minutes and 35 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.